Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1007 indicative of the charge time exceeding the limit. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1007 indicative of the charge time exceeding the limit. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.